Manufacturer narrative:
The axium prime coil will not be returned for analysis as it will remain implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium prime coil instructions for use (IFU): successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move. If the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured amorphous aneurysm located in left m1. Measuring 5mmx3.6mm it was reported that after placing one framing coil with simple technique, the reported coil was used. The coil could be inserted smoothly, but it could not be detached with using the instant detacher about 2-3 times. The coil could not be detached using the manual detachment method. Although the delivery pushwire was pulled and pushed for several millimeters and the torque was applied, the coil could not be detached either. When the physician finally started to retrieve the coil, the coil was detached after it returned several millimeters into the catheter. The coil was inserted using the proximal side of the pushwire, so it did not become a big problem. After that, two prime helix were placed additionally, and the procedure was completed. There was not any patient injury reported.